Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. The right ventricular lead exhibited intermittent capture, undersensing, and elevated pacing impedance. The physician decided to implant a new lead. During the procedure the subclavian vein was found to be obstructed, and a wire could not be advanced down the subclavian vein. The patient was not pacemaker dependent, and so the physician decided to end the procedure and reprogram the system to disable the right ventricular lead. The patient was stable before, during, and after the procedure.